Event description:
The stent was deployed in the lad to treat a subacute coronary closure after angioplasty. Upon post placement high pressure balloon inflation to optimized stent placement, the balloon ruptured. Frank extravasation of contrast was noted in the pericardial space, complicated by cardiac tamponade. Pericardiocentesis with insertion of a 6fr pigtail catheter was required to restore hemodynamic stability. Despite prolonged balloon inflation and reversal of heparin, extravasation persisted. A second stent was implanted at the rupture site in an attempt to seal perforation. Following placement, the mid lad became occluded, and extravasation was no longer noted.